Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device is not clipping properly, too loose on the duct. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 08/19/2008. Additional information: information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.